Event description:
During emergency coil embolization of an internal carotid/posterior communicating artery aneurysm, it was reported that the hub of the device positioning unit (dpu) of the presidio (pc4100626-30 / j10323) was torn off during re-sheathing. The procedure was completed without any further issues. Due to the event, there was about 5 minutes delay in the procedure, but there was no patient injury/complications reported. There had not been any difficulty with un-sheathing or re-sheathing the device, but it was discussed that there may have been excessive force possibly applied by the second physician during the re-sheathing. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the events. There was no unintended detachment of the coil observed in the vessel or in the microcatheter and no damage to the actual coil. The patient¿s vessels were heavily tortuous and moderately calcified. The complaint product will be returned for analysis. No further information is available.

Manufacturer narrative:
Concomitant products: it was reported that a 6fr-25 sheath introducer by medikit (name unknown), a chikai 10 (asahi intecc), a slimguide (medikit, 6fr), a headway 17 (terumo), and a scepter xc (terumo, 4mm x 11cm) were used for this procedure. It is anticipated that the product will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the device was returned for analysis. It is confirmed that the electrical connector was severed from the hypotube at the distal end of the strain relief. The fracture is ductile in nature requiring external force. Located 17.0 centimeters off the distal severed end is a section of the hypotube that was bent. The exact circumstances of when and how the electrical connector was severed by external force during the procedure cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The hub separation was confirmed based on product analysis. The root cause of the event appears to be related to device handling, since the analysis revealed that the fracture was ductile in nature, indicating that excessive force was used with the device. Based on the information provided, it is not possible to determine when the force was applied to the device. There was no indication of a manufacturing issue related to the event; therefore, no corrective action will be taken at this time.